Event description:
It was reported, the nail had been implanted in 2008. The nail was revised due to it being broken. The surgeon also indicated that there was no trauma.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.